Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.